Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "waterfall-deformity " and rupture.

Event description:
Patient's representative reported a waterfall-deformity on the right side and rupture of the right device. Device was explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, one curved opening and black particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Patient's representative reported, a waterfall-deformity on the right side. And rupture of the right device. Device was explanted.